Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phasein etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. Customer reported hemo monitor pc side was freezing during a case after the etco2 device was pulled (unplugged) from the system. Upon further investigation, the issue was found to be due to a known issue: if the etco2 module is unplugged from or replugged into the pdm while the hemo monitor is powered up there is a potential for unwanted multiple recordings. The workaround available is to reboot the hemo monitor computer after unplugging or plugging the etco2. Physicians are reluctant to allow the system to be rebooted when this failure occurs since it results in the temporary (during the course of reboot) loss of vital sign display while invasive procedures are being performed on the patient.